Manufacturer narrative:
Continuation of d11: product ID 3093-28 lot# v643874 serial# implanted: explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp). It was reported that a compromise in the lead coating was noted and this was reported to be the cause of the high impedance and non-functioning battery.

Manufacturer narrative:
Other relevant device(s) are: product ID: 3093-28, lot#: v643874, product type: lead. Other relevant device(s) are: product ID: 3093-28, serial/lot #: (B)(4), ubd: 01-feb-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the health care professional regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor it was reported that patient recently noted worsening of symptoms and on (B)(6) 2019 the patient came to the office to have the ins assessed by the mdt representative who noted a non- functioning battery and it was concluded that the battery should be changed. During the surgery on (B)(6) 2019 the battery was attached to the old lead but they noted a high impedances so a decision was made to replace all components and the old lead was removed without any issue. Tested all 4 electrodes and found an excellent motor response in all of them at the amplitude of 2.5 or less and the device was programmed successfully. No further complications were noted or anticipated.